Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to an issue with one of her three adc blood glucose meters. Customer reported the test port light of the meter did not power off and the backlight of the meter did not power on. Customer further reported that approximately two weeks prior to contacting adc, she experienced multiple symptoms described as "shaky, dizzy and blurry vision" and stated she suffered a loss of consciousness. Customer was "given apple juice by a bystander" and taken to a local emergency room where a reading of 35 mg/dl was obtained. Customer was diagnosed with hypoglycemia and treated with glucose via intravenous infusion. Customer additionally reported a reading of 45 mg/dl was obtained on an unspecified meter prior to her being taken to the emergency room. There was no report of death or permanent impairment associated with this event.